Manufacturer narrative:
Correction: h10: field should include medwatch number: mw5158923.

Event description:
Voluntary medwatch received states bvvi mode and premature battery depletion and pacer damage, manufacturing issue, no pacing, and failure to interrogate was noted on the pacemaker. The device was surgically explanted. No adverse consequences were reported.